Event description:
Customer reports taht a pt sample with anti-jkb did not react with cell 2 or 8s614 (the cell is heterozygous for jkb). A post transfusion sample was sent to a reference lab an they confirmed the presence of an anti-c in the plasma and a warm autoantibody in the eluate, but also detected an anti-jkb in the plasma using peg. No death or injury was associated with this incident. Account states that the transfusion reaction was detected in the lab only. Site contact is not aware that pt experienced any physical symptoms to the reaction. This event is also reported on medwatch rpts #: 22500051-2004-00276 and 2250051-2004-00277.